Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in delivery of inappropriate shocks. Review of the system under x-ray noted the electrode was twisted and fractured. Further review noted the patient had suffered from twiddler's syndrome and had twiddled the device and caused twisting of the electrode. An invasive procedure was performed. The electrode was explanted and replaced and the s-ICD was re-sutured in the pocket and remains implanted and in service. No additional adverse patient effects were reported.